Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that when puncture was performed with an 18g needle and tried to be inserted together with the faraddrive and versacross dilator, the physician noticed that a green substance got attached, so a replacement of the device was performed. The gloves that were worn at the same time were also green. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that when puncture was performed with an 18g needle and tried to be inserted together with the faraddrive and versacross dilator, the physician noticed that a green substance got attached, so a replacement of the device was performed. The gloves that were worn at the same time were also green. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the foreign material was approximately 2 to 3 mm in size. It was loose particulate and not entrapped. The device was not used on patient when the foreign material was discovered. The foreign material was noted on dilator. No other issue has been reported.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the initial MDR in block(s) b5.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of foreign material. The reported allegations are confirmed based media provided and returned particulate sample. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: vhx microscopy showed distinct stress- ripping features on the particulate in question. Recreation attempts using two spectra mat samples (aged and new) and a green medical glove sample did not generate debris with comparable fracture patterns. Image comparison confirmed the particulate morphology did not match debris from the mats, glove, or the guidewire returned with the device. Image analysis does not suggest material was either mat (pir), glove, or guidewire returned with devices. The particulate was subsequently submitted for material testing and spectroscopic analysis to determine whether the particulate exhibited spectral or compositional similarity to any of device materials. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: the particulate has been returned to bsc and the allegations based on the return was confirmed. Based on the available information and the results of the investigation, the "device problem excluded" cause code was selected for this complaint. The particulate observed during device preparation was found on the exterior of the device prior to patient use. Material testing confirmed that the particulate did not match the guidewire coating, glove material, or previously identified green mat material. No evidence was identified to indicate that the particulate originated from the device, its components, or the manufacturing process. The morphology, fracture features, and chemical composition were inconsistent with materials used in the device design or assembly.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that when puncture was performed with an 18g needle and tried to be inserted together with the faraddrive and versacross dilator, the physician noticed that a green substance got attached, so a replacement of the device was performed. The gloves that were worn at the same time were also green. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the foreign material was approximately 2 to 3 mm in size. It was loose particulate and not entrapped. The device was not used on patient when the foreign material was discovered. The foreign material was noted on dilator. No other issue has been reported.